Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malpositioned essure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), hernia ("hernia"), pelvic congestion ("left pelvic congestion"), abnormal uterine bleeding ("abnormal uterine bleeding"), uterine enlargement ("enlarged uterus") and uterine adhesions ("lower uterine segment tethered to the anterior abdominal wall and bladder"). The patient was treated with surgery (essure removal). The reporter considered abnormal uterine bleeding, device dislocation, hernia, pelvic congestion, pelvic pain, uterine adhesions and uterine enlargement to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malpositioned essure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), hernia ("hernia"), pelvic congestion ("left pelvic congestion"), abnormal uterine bleeding ("abnormal uterine bleeding"), uterine enlargement ("enlarged uterus") and abdominal adhesions ("lower uterine segment tethered to the anterior abdominal wall and bladder"). The patient was treated with surgery (essure removal). The reporter considered abdominal adhesions, abnormal uterine bleeding, device dislocation, hernia, pelvic congestion, pelvic pain and uterine enlargement to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Malpositioned essure [device dislocation] pelvic pain [pelvic pain] hernia [hernia] left pelvic congestion [pelvic congestion] abnormal uterine bleeding [abnormal uterine bleeding] enlarged uterus [uterus enlarged] lower uterine segment tethered to the anterior abdominal wall and bladder [uterine adhesions]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), hernia ("hernia"), pelvic congestion ("left pelvic congestion"), abnormal uterine bleeding ("abnormal uterine bleeding"), uterine enlargement ("enlarged uterus") and uterine adhesions ("lower uterine segment tethered to the anterior abdominal wall and bladder"). Essure was removed on (B)(6)2023. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, left oophorectomy, cystos). The reporter considered abnormal uterine bleeding, device dislocation, hernia, pelvic congestion, pelvic pain, uterine adhesions and uterine enlargement to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: enlarged uterus with lower uterine segment tethered to the anterior abdominal wall and bladder, left pelvic congestion, essure device at serosa of left cornua, essure device within the right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Surgical pathology report added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.